Manufacturer narrative:
Product evaluation: the device was received in service and repair; however, they were unable to perform pre-repair temperature test due to stalling issue. The housing and motor assembly were found to be heavily corroded with the motor bedded inside the housing. The housing and motor assembly need to be replaced along with associated parts. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reports that during a procedure the device had "intermittent rotation and was heating up". There was no patient impact; a backup was used to complete the case.